Event description:
It was reported that the staff noticed an increase in the peak inspiratory pressure >56 cm water. Arterial blood gases revealed that the pt had become acidotic (ph 6.98) and retaining carbon dioxide (pco2 102) fluid which had accumulated within the device was emptied and the same device was replaced with no noticeable change. The device was removed and the staff recorded the ph of 7.15 and inspiratory pressure between 32-40 cm water. This observation took place within one hour of the device being removed. The patient suffered no serious effects rising from this incident.